Manufacturer narrative:
This complaint is related to the following mdrs: 1828100-2014-00398 and 1828100-2014-00405.

Event description:
It was reported that during field service installation of the perfusion system, the central control monitor (ccm) was flickering. This issue was found through additional troubleshooting done for MDR 1828100-2014-00398. There was no patient involvement.